Event description:
It was reported that the safety mechanism on the unspecified bd eclipse¿ needle failed to line up with the needle. The following information was provided by the initial reporter: "safety device on eclipse needle not lining up with the needle."

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the safety mechanism on the unspecified bd eclipse¿ needle failed to line up with the needle. The following information was provided by the initial reporter: "safety device on eclipse needle not lining up with the needle."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.